Event description:
It was reported that the patient with this ambicor penile prosthesis (app) has been unable to inflate/deflate the prosthesis for three months and is very uncomfortable, reporting pain. During the examination, the pump was seen to be rigid. The app is currently implanted. No additional information was reported.